Event description:
It was reported that there were air bubbles or gaps in the infusion set tubing of the insulin delivery system. The customer's blood glucose level was high, but a specific value was not known. The customer addressed the high glucose level by administering a corrective injection manually and did not require assistance from a third party. Technical support helped the customer load a new cartridge using the correct technique; however, the customer could not successfully load it at the time of the call. The customer planned to load a new cartridge later and would follow up if additional assistance was needed.